Event description:
The customer reported the system shut down during procedures and the footswitch was inoperable. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply on the xray controller pcb was adjusted. The system was then found to be working as intended.